Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not seal and the patient's gallbladder fell out when it was removed from the abdomen. Patient outcome: not given.